Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular (rv) lead exhibited noise. The physician implanted a new rv and capped the old rv lead on (B)(6) 2025. The patient was in stable condition throughout the procedure.